Event description:
Additional information was provided by the customer: it was reported that the colonovideoscope had no image, and lines appeared at the first bends.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image a definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction and noisy image was damaged charged coupled device unit should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had images appeared distorted. The event occurred during inspection prior to use. There were no reports of patient involvement.